Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed pacemaker in backup mode. Pacemaker was unable to be interrogated. The physician elected to explant and replace the pacemaker. The patient condition was stable.

Manufacturer narrative:
The reported events of inability to interrogate and backup mode were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.